Manufacturer narrative:
The device was not made available for evaluation at this time. Should further information or the device become available, a follow-up report will be issued.

Event description:
Consumer alleges chair moved on its own allegedly causing him to fall down.

Manufacturer narrative:
Only the seat, caster forks, and wheels were returned for evaluation. The evaluator can not correlate the returned parts with the text of the alleged event. Neither of the parts provide motion (moving) power to the chair.

Event description:
Consumer alleges chair moved on its own allegedly causing him to fall down.